Manufacturer narrative:
(B)(4)

Event description:
It was reported that revision surgery of the femoral head only was performed due to necrosis of the patient's femoral neck. The well fixed bhr 56mm cup was left alone in order to preserve the patient's acetabulum.